Event description:
It was reported that during an unknown procedure, a small black pad referring to the tissue pad fell off from the jaw. The black pad was retrieved by forceps. Changed to a new device to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the black tissue pad detached not returned; evidence of body fluids were found in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reached as to why the black tissue pad was detached from the instrument.

Manufacturer narrative:
(B)(4).